Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. The axial direction of the was not ideal, and the was noted to be kinked during the procedure. A watchman closure device was implanted, and the procedure was completed with the patient's condition being stable.